Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial # (B)(6); implanted: explanted: product type product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient's external equipment. The patient representative (rep) stated for about a month, or maybe more than that, the patient had been seeing a screen on their handset that said something about the pump connection and 'wait or exit. ' patient stating the screen gets stuck on 91% while syncing to the pump. Agent assisted the patient rep in closing the myptm app and connecting to the pump. The patient rep stated they were currently locked out of bolusing. Agent walked the patient rep through clearing data from the myptm application. The troubleshooting steps that were taken on the call resolved the issue. The patient rep mentioned they went to see the doctor in miami and showed the doctor the handset and communicator. 2025-08-20 (B)(6) (con): additional information was provided from a consumer stated that the equipment was slowing down again when connecting to the pump. The patient representative (rep) requested information on how to clear data from the handset again and requested the instructions be provided to them. The agent walked the rep through clearing data. The rep documented on how to clear data after clearing data.